Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that according to the customer's parent, the insulin pump had alarmed stuck button. It was reported that the customer's parent was advised to remove and reinstall the battery cap without removing the battery and to call back. The reporter called back to reported that the problem persisted even after the battery cap was removed. It was reported that the buttons were also unresponsive. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.